Manufacturer narrative:
Philips determined that this hosp had configured the monitors to infinite suspend and alarms had been suspended at the bedside monitor. There was no malfunction. Philips is in the process of obtaining add'l info regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt went into vfib, and the monitor did not alarm at the central station.